Event description:
A pt reported experiencing inaccurate high results with their meter. The pt's blood glucose results were hi (a result of 600mg/dl was used in replace of hi mg/dl meter) compared to the lab's 180mg/dl. Tests were done within 20 mins with a difference of 273%. Pt did not experience any adverse events. No further info has been reported.